Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a patient with a 27mm aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to structural valve deterioration and aortic regurgitation. A 26mm sapien 3 ultra resilia valve was implanted successfully. Patient outcome was reported as recovered.

Manufacturer narrative:
H11. Additional narrative: updated h6. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.